Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead was not giving good sensing values and the md thought it might be a helix issue.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there were consistently high thresholds recorded for the right atrial (ra) lead. It was noted multiple positions were attempted. The lead was removed and replaced. No patient complications have been reported as a result of this event.